Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg implanted (B)(6) 2019; 3889-28 interstim urinary mgu lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by sensing integrity counter (sic) and a pacing impedance spike. There was also noise noted on the rv lead. The rv lead is suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.